Event description:
Male presented with acute chest pain for 2 hours prior to intervention. The pt was unstable prior to arrival at the cath lab and was defibrillated four times in the emergency room. On arrival in the cath lab, the left coronary system was accessed, initial diagnostic angiograms were taken, and a guidewire was placed down the lad artery. The rinspiration system was then requested by the attending interventional cardiologist. The device was prepped per the instructions for use and the rinsing action was tested successfully prior to use (also per IFU). The rinspiration system was advanced to the treatment site and the device was activated. The pt became hemodynamically unstable, requiring intraortic balloon pump and CPR, along with intubation. Pt resuscitation was unsuccessful.